Event description:
Patient stated that on (B)(6) 2019 at around 11:00am he experienced hypoglycemia as low as 54. The patient stated that he tried to eat something to get his blood glucose levels to go up, but he stated that it did not work in raising his levels. The patient also stated that he removed the v-go 30 device last night when he went to bed and put on a v-go 20 device instead of the v-go 30.